Manufacturer narrative:
Product complaint: (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformance's related to the reported complaint condition were identified. Attempts are being made to receive a device for evaluation. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported the patient underwent a vascular procedure in 2020 and the suture was used. It was reported that the suture broke during knotting. Another like suture was used to complete the surgery. There were no patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 03/27/2020. Additional h-3 summary: three unopened samples of product were returned for analysis. The complaint sample was not received. During the visual inspection of three unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. Per the condition of the samples received, no performance - breakage suture was found and the tested samples met the finished goods requirements.